Manufacturer narrative:
The evaluation showed, that the bolts in the upper part (backward) disengaged. The bushings are missing. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the frame is broken, the bearing is moveable and the screw is out of frame and easily falls out. The patient did not fall.